Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# j0511589v, implanted: (B)(6) 2005, explanted: (B)(6) 2006-, product type: lead.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s doctor thought the wire shorts were due to the patient¿s movement and level of activity. The patient did not think any of the surgeries were associated with a device allegation. No further complications were reported/anticipated. See related MFR reports 3004209178-2015-16957 and 3004209178-2015-16959.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0511589v, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The consumer reported that right side lead shorted out. The patient had a revision and the device was moved from the right side to the left on (B)(6) 2006. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No symptoms or troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.